Manufacturer narrative:
Additional information: b7, h6 and h11. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. A day after the event diagnosis, the patient was hospitalized for peritonitis. On an unknown date, the patient began antibiotic treatment with vancomycin injection (1gm, intraperitoneal, every 72 hourly, ongoing) and amikacin injection (125mg, intraperitoneal, every day, ongoing) for peritonitis. Three days after hospital admission, the patient was discharged. On an unknown date, the patient recovered from the event and pd therapy was ongoing. No additional information is available.